Manufacturer narrative:
Conclusion: the battery in the pump was actually still good, dis-proving the original notion that the pump battery was the cause of the event. It appears that the issues began with the receipt of the safety manager error and the restart of the system. Although the customer's parent indicated that no alarms were heard by her son, the device logs and functional testing of the returned unit do not support this assertion. The safety manager error initiates the loudest of all alarm modes in the device, which sounds like a shrill siren and should have been difficult to ignore.

Event description:
Mother of customer called asante on (B)(6) 2014 to report that her son woke up not feeling well in the middle of the night. When they checked his pump system, they found that the battery was dead. According to the customer's mother, no alarm was heard. She stated that her son was no his second day of using that pump body.